Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high sensing integrity counter (sic) and possible oversensing was noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.